Event description:
It was reported that the patient underwent a discectomy. It was reported that the pituitary broke during the procedure. The pin is no longer in the instrument because it was mostly dislodged during inspection. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visual inspection confirms superior instrument shaft fracture approx. 32mm from the superior distal shaft end, the inferior instrument shaft is bent, and the inferior shaft tip is cracked at the dynamic jaw pivot pin. Visually able to verify upper and lower connecting pin still retained in the shaft. Both halves of the fractured shaft are able to be cycled and appear to have full movement. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.